Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be identified.

Event description:
The physician was treating a pt with two plus 360 degree loops from the neck to the m1. While advancing the penumbra sys separator flex 032 through the reperfusion catheter, he noted that he felt friction to the point that the separator "buckled" on itself inside of the catheter. He pulled back on the separator and noted that the device had fractured. He could not remove the wire, so he pulled out the entire sys. The physician noted that the reperfusion catheter had a kink in it. A new penumbra sys 032 was used without issue and the vessel was opened. The date of treatment was not known.